Event description:
The device was used during a right upper lobectomy procedure. Reportedly, the staples did not form properly and there was some bleeding. The surgeon repaired by suture to complete the procedure. The hosp has reported no pt injury occurred.